Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: complaint summary: it was reported that on an unknown date, a patient fell and broke a 3.5 locking screw in a periarticular proximal humerus plate. This will be revised on (B)(6) 2021. The original surgery date was (B)(6) 2021. It appears easy a new fracture occurred or the fracture had not healed yet. Complaint additional information - this surgery revision was performed on (B)(6) 2021. The plate was removed and replaced with two more plates. The broken screw was left in the bone. No other information is available. Impacted product additional information - 02.123.023 x 1. Concomitant devices reported: 3.5 lcp periartic prox hum pl 4 h/127/lt (part# 02.123.023, lot# unknown, quantity# 1; unknown locking screw (part# unknown, lot# unknown, qty unknown). This complaint involves one (1) device. Photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the proximal 3.5mm locking screw was observed to be broken in the patient with the shaft of the screw attached to the humeral bone. The allegation of embedded device however cannot be confirmed as no postoperative x-ray images were provided. The fall that the patient experienced is considered to be the root cause for the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review a DHR review could not be performed as the device part and lot numbers are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient fell and broke a 3.5 locking screw in a periarticular proximal humerus plate. This will be revised on (B)(6) 2021. The original surgery date was (B)(6) 2021. It appears easy a new fracture occurred or the fracture had not healed yet. This surgery revision was performed on (B)(6) 2021. The plate was removed and replaced with two more plates. The broken screw was left in the bone. No other information is available. Concomitant device reported: unknown plate (part #: unknown, lot #: unknown, qty.1). This complaint involves one (1) device. This report is for one (1) unk - screws: 3.5 mm locking. This report is 1 of 1 for (B)(4).